Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed an open book image alarm after customer tried to restart the insulin pump by replacing old battery with new battery. Customer also reported that the insulin pump showed a critical pump error before open book image alarm. Customer also reported keypad anomaly when insulin pump got a stuck button alarm. It is unknown if automode feature was in use at the time of the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device passed the keypad voltage test. The keypad connector on electrical board 1 was locked properly and no moisture damage on the keypad assembly during visual inspection. No stuck button alarm noted. However, device received with moisture damage on the electronic assembly. Device received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment.